Event description:
It was reported that the patient experienced frequent implantable pulse generator (ipg) charging. It was stated that the patient underwent unrelated medical procedures in which the device was not turned off and electrocautery was used, electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. Database analysis was completed and showed excessive abnormal and unexplained drain of the ipg, however it was able to be recharged, the cause could not be determined. The patient stopped using the device for several months, and underwent an explant procedure of the device due to the need of an MRI. The device was not returned for analysis as it was discarded by the facility.